Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 413 mg/dl. The customer was admitted at (B)(6) hospital on (B)(6) 2014. The customer was treated with a bag of IV and when that was done they gave her long acting insulin and she had stop throwing up by then and released to go home and contact her health care provider. The customer stated that everything is fine now.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.